Manufacturer narrative:
The unit alarmed compromised force sensor system during the basic occlusion test due to a protruded and loose drive support disk. The unit had a cracked case at the display window corner, a cracked reservoir tube lip, a minor scratched lcd window, and cracked battery tube threads.(B)(4)

Event description:
The customer's father called in to report that the end cap had fallen off of the insulin pump. The customer could not recall any significant events leading to the issue. The customer's blood glucose level was 150 mg/dl. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced, and was informed to return the product for analysis.